Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received red x on insulin pump and insulin pump died last night with no alarms. Customer also stated light was flashing green as well as customer was able to successfully connect device and start warm up. Customer declined troubleshooting for battery issues. The insulin pump will not be returned for analysis.